Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device and competitor right atrial (ra) lead is exhibiting a greater than 2000 ohms ra pacing impedance measurement since (B)(6) 2010. The last office check occurred in early (B)(6) 2010. There has been no electrogram noise identified and the p-waves have remained stable. No additional information was available from the field. The available information suggests that this device remains inservice.